Manufacturer narrative:
The ge service representative performed an onsite investigation. The system interface board, interconnect cable and sbc battery were evaluated and replaced. The system boards were reseated. The system was found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. There is no reported of death or serious injury.